Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual inspection: all 6 legs were intact and present; however, 3 feet were missing. 3 arms were found to be detached, two near the apex, the third point of detachment could not be measured due to clot covering the arm. Dimensional evaluation: all measurements met the required specifications. The device has been received and evaluation is currently underway. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on images received, filter limb detachment and the filter is in an upright position within the ivc can be confirmed; however, limb perforation and retrieval of the filter cannot be confirmed. Based on the photo provided, limb detachment can be confirmed. Conclusion: the filter was returned. Two images and one photo was provided. Based on the returned sample condition and the images provided, limb detachment can be confirmed. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eleven and a half years post vena cava filter deployment for history of dvt related to may-thurner syndrome, at the time of the scheduled retrieval, three filter arms were allegedly discovered have detached. As there was no CT prior to the filter retrieval, the filter arms are believed to be located "deep in the pulmonary artery". There was no attempt to retrieve the detached filter arms. The patient was asymptomatic.